Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump displayed ¿cannot proceed rewind¿ during cartridge loading and could not rewind the piston, and visual inspection of customer-provided photos indicated damage to the connector lock area; attempts to restart the device and perform a rewind without supplies did not resolve the issue, and a replacement device was provided with instructions for data sync, shutdown, return, and continued use of cgm. Symptoms included no adverse clinical effects reported and no impact to blood glucose control. Outcomes included discontinuation of the affected pump and use of backup therapy until the replacement arrived, with no hospitalization. Investigation included technical support troubleshooting and review of images supplied by the user. Investigation of this case revealed a mechanical failure of the cartridge connection interface consistent with a damaged connector lock that prevented the rewind function from proceeding. It was concluded, based on previously established findings for similar reports, that the cause was physical damage to the pump¿s cartridge connector component.